Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up, down and ok keypad buttons were intermittently unresponsive when pressed. The patient denied any visible damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad button symbols were observed to be worn but the keypad rubber was found to be intact evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently un responsive and required excessive force to elicit a response. There was evidence of keypad contamination found under all key contacts. The contrast, down arrow and ok keypad buttons did not have normal spring back or click.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.